Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. The surgeon changed to another new device to continue the operation. There was fluid leakage. The procedure was changed to "whole lung operation" and or time was extended beyond 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 3/5/2009.